Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer received a battery out limit alarm. Customer's blood glucose level at the time was unknown. The customer stated that they are unable to remove the battery due to the battery cap being stripped. Troubleshooting was declined.